Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned, analyzed and no anomalies were found. The proximal and distal conductors of the lead became extrinsically distorted due to kinking/buckling and there was blood on the proximal and distal conductors of the lead and they were not obstructed. Concomitant products: product ID c4tr01 cardiac resynchronization therapy- pacemaker, implanted: (B)(6) 2013; model #1888tc competitor implantable pacing lead, implant date: (B)(6) 2013; model #1888tc competitor implantable pacing lead, implant date: (B)(6) 2013. (B)(4).

Event description:
It was reported that during a routine device upgrade procedure, the left ventricle (lv) lead was replaced as the patient complained of diaphragmatic stimulation. No patient complications have been reported as a result of this event.